Event description:
Complainant stated that she used a birth control product that was outdated. The product expired in 9/02. She now believes that she maybe pregnant because her "cycle" is late. She purchased the product in 2003 and used it the same night.